Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was in atrial fibrillation (af), but there were no atrial high rate episodes recorded on the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.